Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was a venous closure of the right common femoral vein using the pre-close technique via a 12f sheath hole prior to a cryoablation for atrial fibrillation procedure. Reportedly, two proglide sutures were preplaced, one each in the proximal and middle access sites. A third proglide was used in the most distal access site for this patient. While in the vessel, the device became hung up on possibly another device's suture as the device was pulled back to the vessel wall. When the plunger was deployed, a suture break was noticed. After device removal, the posterior foot was noted to be missing. No intervention or imaging was performed. Manual compression was used to achieve hemostasis. No patient issue was observed. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The suture mediated closure (smc) system was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. Based on the information reviewed it is likely that the sutures of the second device interlaced with the sutures of the second device causing the difficulty. There are a number of possibilities. 1. The rotation angle of either device was insufficient. 2. Excess suture slack left during pre-close; would allow the second device to be inserted through the suture loop of the prior device, or for the foot of the second device to catch the suture of the prior device. 3. Anatomical interference with either device during placement to cause interaction between devices. The suture separation and the foot separation a likely then to have occurred as a result of the entanglement as the open foot manipulation against the vessel wall is catalyst for foot break. The root cause of the reported difficulties and subsequent treatment are related to circumstances of the procedure. In this case, it is likely the needles of the second device went through the loop of the perclose sutures of the prior device or the foot caught the suture of the prior device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.